Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; the pins of the rf (radio frequency) head connector were broken off and lodged in programmer connector. Analysis also found the lower hinge plate and left keyboard hinge were broken. (B)(4).

Event description:
It was reported all the pins of the programming head broke in the programmer plug. It is impossible to connect a new programming head. The programmer and programming head were returned for repair. There was no patient involvement.